Manufacturer narrative:
Service was not dispatched as the customer resolved the issues through system troubleshooting via the telephone. (B)(4).

Event description:
The customer reported platelets did not pass startup cycle involving coulter act diff 2 analyzer. During system troubleshooting, the customer discovered the white blood cell (wbc) bath had overflowed approximately two milliliters of diluent outside the instrument. The customer drained the baths and replaced the waste and dual filters. The customer also replaced check valves #1, #2, #3, #4. A faulty check valve was causing the wbc not to rinse and drain properly. In addition, the customer replaced the probe wipe due to platelet background count increasing. The customer resolved the issues; no further issues were noted. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated. There was no patient impact associated with this event. The facility has an exposure control or risk management plan in place for biohazard material. The instrument was in normal operation.